Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were unable to connect to intrusion detection system (ids) or domain controllers which caused delay in login. A technical support specialist found that the devices were unable to reach the domain controllers or the application identity server, coordinated with hospital information technology team (hit) to troubleshoot network connectivity and routing rules to allow the devices to connect and improve authentication performance. Hospital information technology team (hit) resolved the error by removing the block on port and adjusting the network settings on the stations, including updating the gateway, followed up to confirm whether end-user login times were still slow, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist and hospital information technology team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station unable to connect to idc or domain controllers, causing delay in login. Customer tried to change network configuration, but issue remains unchanged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.